Event description:
Upon opening the tka array tray the straight saw attachment had black residue on it located at the attachment knob, both surrounding and underneath the knob. It was determined that the substance was not blood and most likely oil of some kind. Cpd was advised and they reported they had not oiled/greased the piece in question. Please replace part as the substance on the saw attachment cannot be identified and the sterility as well as the function of the piece is now in question. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. Small amount of grease was present on attachment. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon opening the tka array tray the straight saw attachment had black residue on it located at the attachment knob, both surrounding and underneath the knob. It was determined that the substance was not blood and most likely oil of some kind. Cpd was advised and they reported they had not oiled/greased the piece in question. Please replace part as the substance on the saw attachment cannot be identified and the sterility as well as the function of the piece is now in question. Patient was not under anesthesia. Case type / application: tka.